Event description:
Received litigation papers, no additional information at this time. Update: (B)(6) 2012 #150; plaintiff fact sheet was received. The product/lot, doi/dor, side, was updated. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2006 - dor: (B)(6) 2010. (Left hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of infection against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. The patient was implanted in may of 2006 and explanted in december of 2010. It is not likely the device contributed to the patients reported infection 4 years after implantation. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.